Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for evaluation, the reported defect could not be confirmed. Therefore, the root cause could not be determined. This supplemental report includes information added to d10. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00329. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that during colonoscopy and hot snare polypectomy using this evis exera iii video system center, image was intermittently lost during activation of cautery unit. There was no error messages observed. Due to loss of visualization at critical time, bleeding occurred unnecessarily, as reported. The procedure was prolonged for five minutes while bleeding was controlled. The procedure was completed with the same device. The device was inspected prior to use. There were no reports of further patient or user harm associated with this event.